Event description:
Patient was being transfered from bed to a wheelchair using maxi 500 passive floor lift when one of the leg clips on the sling detached.the patient slid out of the sling and as a result sustained head lacerations. Patient received staples.the patient did not require hospitalization. Both lift was inspected after the event, no malfunction was found. The sling had unreadable label; no malfunction was found.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The resident was transferred from a bed to a wheelchair by using maxi 500 passive floor lift and non arjo clip sling. In the final phase of a transfer when the caregiver pushed of the spreader bar to guide resident into wheelchair, clip detached. As a consequence of the event the resident sustained laceration that required staples. After the event the device was inspected by arjo representative. The functional test did not reveal any malfunction. The arjo representative contact with the customer to provide additional information regarding event circumstances. The customer stated that the event was caused by use error. The sling was 'criss-crossed' during the transfer. While the resident was in bed, the caregiver manipulated the spreader bar, causing the sling to come loose. The instruction for use (IFU) for the maxi 500 lift (001.20815) gives step-by-step instructions on how to use the sling. The instruction also includes a section on compatible slings, which lists the arjohuntleigh clip sling that should be used with the maxi 500. The IFU also contains information that states: - "warning: when using clip sling always cheek that the sling attachment clips are correctly attached and remain in tension as the weight of the patient is gradually taken up" - "use only slings that are designed for maxi 500". Arjo recommends the use of arjo passive floor lifts to be utilized with arjo branded slings in accordance with the devices¿ instructions for use. The customer did not follow the instructions for use and used a non-recommended sling for the transfer. It cannot be ruled out that using a non-arjo sling contributed to the reported resident's fall. To sum up, arjo device failed to meet its performance specification since the non arjo sling detached from the lift spreader bar. The device was used for a resident transfer when the event occurred. The complaint decided to be reportable due to clip detachment occurrence and reported resident fall.